Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: "when the hospital staff switched this t1 on, the screen displayed self test failed and the alarm continued to sound. "